Event description:
On (B) (6) 2010, the patient was treated for a type b dissection with gore tag thoracic endoprosthesis. Final angiography showed that the proximal flare of the device was partially covering the origin of the left common carotid artery. The patient tolerated the procedure. However, three days later, the patient developed symptoms of hemiplegia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.